Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 19-feb-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the lens was received taped to the handpiece tray. The lens was removed and cleaned, presenting with a cut that did not completely extend through the lens. A haptic could be observed to be detached and the optic body of the lens had cosmetic scratches. The width and thickness of the remaining haptic were measured and both were within specification. The complaint issue "haptic damaged" was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 4581: no code available (device dislocation) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after postoperative inspection, the preloaded intraocular lens (iol) was found to be subluxed within the sac with damage to the haptic. Through follow-up, we learned that it was observed that the lens remained decentered, prompting the physician to decide on explanting the lens. A replacement iol was successfully implanted, and the patient is currently doing well. No additional information has been provided.